Event description:
It was reported to philips that "the red "x" appeared for the rfu and the defibrillator beeped. When the power was turned on, the clinical mode screen appeared, but the defibrillator restarted right away and it cannot be operated. The message "system failure. Repair required" is displayed on the screen. As the defibrillator restarts right away, it is not possible to retrieve the log." There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.